Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2020 with coolsculpting to the upper abdomen, lower abdomen and flanks using a cooladvantage coolcore applicator. In (B)(6) 2021, the treated areas developed firmness and visible enlargement. On (B)(6) 2021 the patient was assessed by a physician who diagnosed the abdomen and flanks with paradoxical hyperplasia (ph).

Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Allergan has performed due diligence requesting additional event details, as well as treatment information, from the coolsculpting treatment provider. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2020 with coolsculpting to the upper abdomen, lower abdomen and flanks using a cooladvantage coolcore applicator. In (B)(6) 2021, the treated areas developed firmness and visible enlargement. On (B)(6) 2021 the patient was assessed by a physician who diagnosed the abdomen and flanks with paradoxical hyperplasia (ph).